Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power and unexpected restart error test. Analysis was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor (gold). The motor passed motor test. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 156 mg/dl at the time of the incident. The customer states the insulin pump will alarm motor error after delivering a couple of units. The customer stated that the drive support cap was not protruded/loose/sticking out. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device information provided in the initial report was incorrect. The correct device information has been provided in this report.